Event description:
It was reported that in the operating room the catheter was inserted in the pt's internal jugular. During infusion, the catheter leaked at the hub. It is not known if the catheter was leaking from the hub of the extension line or the juncture hub. The catheter was removed and not replaced. It is unk if there was a delay in treatment, and no death or complications to the pt was reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.